Event description:
Report #1 of 2 of device failure, the foot would not totally park. The perclose a-t (the closer ak) was being used for demonstration with a plexiglas model. When the device was withdrawn to the guidewire exit port it was then noted that the foot was not totally parked.